Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. To correct the problem the cine hard disk drive was reformatted. The system was tested in subtraction mode and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 intermittently lost recovery function. There was no adverse patient involvement reported. There was no patient information reported.